Event description:
It was reported that during troubleshooting for an unrelated alarm on the homechoice (hc), a home patient (hp) had reused the disposable cassette and supplies. The hp indicated that they had been changing out the bag on the heater by disconnecting and reconnecting different bags. The hp did this without changing all of the disposable supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, this is a report where the home patient stated that they changed the heater bag without changing their other disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.